Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that "you need to make the manual for us old folks." No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he needed programming because the implant was missing some key spots. The patient stated he had major hip and lower back problems and the implant was missing the left hip which was the worst spot. The patient noted during the trial he went from excruciating pain to normal activities. Further information from the patient stated he was in worse shape now than before the implant and even walking hurt. The indication for use was spinal pain. Additional information was received from the patient on (B)(6) 2017. The patient reported that he was sleeping better and had 50% or more decrease in pain symptoms but during the trial he was pain free and wanted to try and get close to that level. The patient reported that he took morphine tablets and had been able to reduce the amount but would like to completely get off them. The patient reported that he had been working with manufacturer's representatives for programming. No further complications anticipated. Additional information was received from the patient. It was reported that the patient contacted the manufacturer's office for help with his newly implanted unit on (B)(6) 2017. The patient tried on three different occasions to contact one rep to no avail. The patient called the manufacturer and was put in touch with another rep who was more than helpful. The rep put an additional program into the patient's unit and this helped. On (B)(6) 2017 the patient had a follow-up and a rep called the patient on (B)(6) 2017 at around 7 pm or so to ask if the patient still needed to meet her on the (B)(6). The patient told her that he did and that the appointment was for 10 am. The rep said she would be there. At 10:30 am the doctor called to see where she was and the rep commented that another rep would have to take care of that. When the rep got there, he was more than helpful. Additional information was received from a consumer regarding the patient. It was reported that the patient was not getting good results with his device. It was clarified to mean that the device was not covering his pain ever since he got the implant. He reported that he had better results with the trial. He hates waking up in the morning now and is "sick" of taking morphine. He's tried changing eh settings on his programmer already and cannot seem to get relief. No further complications were reported. Additional information was received from the patient on (B)(6) 2017. The patient restated previously reported information including it not working right and not getting the same relief like they did during their trial. The patient called their healthcare professional (hcp) to request a manufacture representative (rep) but the hcp redirected them to the manufacturer. The patient also noted that they tried calling their rep but the rep was unavailable until (B)(6) 2017 so the patient did not leave a voicemail. Patient services redirected the patient back to their hcp but told the patient that they would send an email to local reps. The patient noted that they want to see a different hcp so they were sent physician listings. Additional information was received from a rep on (B)(6) 2017. The rep stated that they would follow up with the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jul-13. The rep stated that they would be seeing the patient on (B)(6). No further complications were reported/are anticipated.